Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, after using the device for several minutes an alarm sound occurred with a message "test" and it was jammed with a message "test control". When the blade was wiped, it broke. The broken piece was removed. Another like device was used to complete the case. There was no pt consequence.